Event description:
It was reported that a patient¿s device stopped working a couple of weeks prior to the report. The patient was in a puddle every night. She went to the doctor the prior day, he quickly checked the device and said it was working, but when the patient went home it stopped working again. She needed to walk around with a ¿mountain of paper¿ to help with her leaking. She tried using the patient programmer the day of the report and was eventually getting the poor communication screen. The patient was scheduled to see a different doctor in five days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v340504, implanted: (B)(6) 2009, product type lead; product ID neu_un known_prog, lot # unknown, product type programmer, physician. (B)(4).